Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the pump's battery compartment was cracked along the side from the threads to the seal case. Unrelated to the battery compartment, the display screen was dim and discolored. The audio bolus button cover was torn and difficult to press. Contamination was found on the bolus button contact surface and on the bolus button cover slug.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.